Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder was blinking yellow during the procedure and the patient stated that after ingesting the capsule it felt like as if it was stuck on the esophagus. The patient went for an x-ray and while at the facility the recorder changed from blinking blue to amber, which the patient stated happened after having a bowel movement. Technical support advised them if the recorder continue on blinking amber, the device would power off as a sign of capsule signal loss. Upon receiving the result of the x-ray, it was confirmed that the capsule was not stuck. The patient passed it rather quickly and the study was a success, no repeat procedure needed. Device would not be returned and there was no patient or user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.